Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found abrasion on the lead outer insulation at 18.5 cm from connector pin. There was no abrasion damage to the svc etfe cable insulation. The damage found is consistent with lead friction to ICD can. Failure (event) observed during analysis.